Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the display screen was dim/faded. There is no adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.